Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the device was broken due to a device handling problem when the surgeon put his elbow on the coiled fiber. The most probable cause of the complaint is stress caused from a failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use fiber probe broke. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.